Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 3 ml of diluent from pinch valve vl46b onto the countertop. The customer was wearing a lab coat, gloves, and face protection at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. No erroneous patient results were generated. Beckman coulter customer technical support (cts) assisted the customer over the phone. The cts had the customer replace the tubing through vl46b and #3 of black I beam tubing. The customer informed that the tubing was replaced and the leak was fixed.

Manufacturer narrative:
Method: beckman coulter customer technical support assisted the customer troubleshoot over the phone and resolved the issue. (B)(4).